Event description:
It was reported that the customer experienced high blood glucose of 31mmol/l and they had changed the infusion set/reservoir three times. It was stated that the high pressure test was interrupted by a motor error alarm. Performed the displacement test and passed. The customer delivered 3.0 units and only did exit two drops. The customer did not feel comfortable and requested a replacement. No further information was provided.

Manufacturer narrative:
Unable to prime the insulin pump during the prime test due to a faulty force sensor resistor. Unable to complete the occlusion test due to the prime anomaly. All operating currents are within specifications and the device passed the off now power, self test, displacement, rewind, basic occlusion, excessive no delivery and motor tests. No unexpected low battery or off no power alarms observed during analysis. A scratched lcd window, cracked reservoir tube lip and cracked battery tube threads noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.